Manufacturer narrative:
Corrected information was provided in b.5. And d.4. The returned sample was correct but the lot number was unknown. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
This report pertains to one of the two probe samples (with unknown lot details), to be investigated at manufacturing site.

Event description:
A physician reported aspiration failure of cutter occurred and cutting efficiency was poor during simultaneous cataract vitreoretinal surgery. The surgery was completed after replacing the product with same one. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).